Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the t:clip holder clip is loose. The case, holding the insulin pump fell off during sleep and pulled out the infusion set site. The customer reported an elevated blood glucose (bg) of 500 mg/dl. The customer treated the high bg with a manual injection.